Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six hours after a cryoablation procedure the patient suffered a drop in blood pressure. An echocardiogram revealed that the patient had a pericardial effusion; an echo performed immediately after the procedure did not show the effusion, however. A pericardial drain was placed approximately twelve hours post procedure and the patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.